Event description:
The customer reported that the system shut down and displayed a communication failure error message. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups and several coin batteries were replaced. The system was found to be operating as intended.